Manufacturer narrative:
A getinge field service engineer (fse) checked the unit and reported that he confirmed the fault that the battery maintenance required although the next battery test due date is (B)(6) 2024. He checked and the battery was recently replaced during sep 2023. The fse found the issue to be with the datasette. To fix the issue the fse replaced the datasette. The unit passed all functional and safety checks to factory specifications and was returned to the customer.

Event description:
N/a.

Event description:
It was reported that during pre use check the cs300 intra-aortic balloon pump (iabp) displayed battery maintenance sign. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.